Event description:
It was reported that the sheath was left in the patient protruding from the posterior aspect of the pedicle into the soft tissue. There was no medical intervention and no clinically significant surgical delay. The procedure was completed successfully.